Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that insulin kept dripping when priming the infusion set. It was noted that the drips continued after the motor stopped. The drive support cap appeared to be normal. Customer's blood glucose reading at the time of the call was 273 mg/dl and has treated with a manual injection. An error alarm during the manual prime was noted in the alarm history. No further information reported.